Manufacturer narrative:
(B)(4). Device evaluation: the condition of an ipump with a flashing screen was not confirmed nor reproduced during product evaluation. The assignable cause was not identified. Therefore, no repairs were made to fix the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
The facility representative reported an ipump with a condition of "when bumped, the screen flashed". This condition has the potential to interrupt delivery. This condition occurred during delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed the reported condition is not related to any previous reported problem for this pump.

Manufacturer narrative:
(B)(4). The device was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.